Event description:
The customer reported that the system intermittently freezes during start up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. Repair info is unavailable and no additional service info was provided. The system was put back into service.